Manufacturer narrative:
Info was received via medwatch report #(B)(4), reported by the user facility. Eval summary: pressure sentinel reamers were not returned for eval. Reamers are subject to breaking during surgery if user applies eccentric loading to these flexible reamers, causing bending moment loads. No info available regarding how reamer was used during surgery when it broke. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that two reamers broke off in the pt during the same procedure. All parts of reamers were removed, and no harm to the pt was incurred.